Event description:
Country of complaint: (B)(6). The package contained an empty ampule.

Manufacturer narrative:
Reported device not marketed in the us; however, similar devices are. Manufacturing site evaluation: no complaint samples received, a photo of the complaint sample showed an empty unclosed ampule (the yellow sealing is missing). Review manufacturing documentation. The device history record (DHR) was checked. It was released without deviation. Reserve samples. The reserve samples (3 pieces) were visually inspected. The glue corresponds visually to the standards of the finished product specification. All ampules were filled an correctly closed. Complaint sample. The complained batch was filled as the 2nd batch on (B)(6) 2013. It is an unlocked and unfilled raw ampule. The camera system in the filling machine sorted out ampules, which was not properly filled. Due to previous complaints, the camera system, has been revised. Since installation of a new camera system in (B)(6) 2014, this error is not occurred. Result: the complaint is corresponding. CAPA: no CAPA required, as root cause is already solved.